Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to a pocket erosion. Reportedly, the patient experienced a severe rash following an arm post implant, itchiness and pain as well as a lump over the implantable product. There was no additional adverse patient effects were reported. This ra lead remains in service.